Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised. After having a fall, the patient's femoral component was subluxed and the patient's pcl was compromised. A size 4 cr femur and 4x11 cs insert were revised to a ts femur with stem and 4x11 ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.